Event description:
An email was received regarding a tego connector in which it was stated that after 4 days of use, upon disconnecting the catheter line from the tego, blood return was noticed, and the catheter was clamped. The blood was withdrawn using a syringe to prevent air from entering, and the tego was replaced. One (1) picture was provided by the customer. The event occurred during patient use, but there was no harm. Note: manufacture investigation found that the defect could lead to leakage.

Manufacturer narrative:
Investigation summary the reported complaint of blood returned through the catheter could be confirmed from the video provided. The sample was observed to have a domed seal, which could lead to a leak. The probable cause is from uneven adhesive application during assembly in ensenada. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.